Manufacturer narrative:
Based on the claim against the product by the customer noting recognition issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and failure analysis investigations did not replicate nor confirm the customer reported complaint. The electrical continuity test passed. The instrument was placed and driven on an in-house system. The instrument passed the self-test and initialization tests on multiple attempts and on different arms. Energy activation test was then conducted on system. Wet paper towel was held between grips and began to smoke when energy pedal was pressed. Steam generation from the towel indicated active power and a complete circuit. The instrument was ready for use. No loss of power and no intermittent energy were observed. No errors occurred during in house testing. Fa performed grip force test on grips as additional testing, and it measured at 6.29 lbf in straight orientation, 6.03 lbf in yaw, and 6.1 lbf for pitch. All readings were above the minimum requirement of 4.25 lbf. Jaw gap inspection was tested as an additional functional check. Jaw grip test passed. The review of logs did not find any errors. Additional observation: the vse instrument was driven on a da vinci in-house system, and non-intuitive motion was experienced. The movement output was opposite and not corresponding to the commands from the master tool manipulator (mtm). It was noted upon visual inspection that the main tube tabs were no longer mating with the tube adapter of the instrument's distal clevis. The tabs appeared to be dislodged and bent. The tabs could easily slide out of the adapter pockets once the distal clevis was rotated while holding the main tube. Since the clevis can move independently of the main tube due to this disengagement, this would create non-intuitive motion (opposite direction in this case) because the grip tips are no longer following the mtm commands. This complaint is reportable malfunction due to the following conclusion: during failure analysis testing, the vse moved with unintuitive motion. The vse moved with reverse motion opposite to the commands of the master tool manipulator (mtm). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had a connection and sealing issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following: the surgeon could not get the vessel sealer extend (vse) instrument to work. There was no sealing performed as the instrument had recognition issues when installed to the system. The customer swapped out the vse instrument to address the issue and completed the procedure with no reported patient injury.